Event description:
It was reported that during a thyroid case, they used 3 devices and when hooked up to the hand piece, the white pad was melting during activation, they completed the case with a fourth device. No patient consequence reported. No devices to return, discarded.

Manufacturer narrative:
.